Manufacturer narrative:
Block e1: initial reporter's address: (B)(6). Block h6: problem code 2976 captures the reportable event of stent bent/ damaged. Block h10: an ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was received fully deployed off the delivery system, unraveled and expanded. One of the green retention sutures was not present. The stent was measured to be within specification. No other issues were noted to the stent. The damages noted to the stent may have happened due to manipulation, excessive handling when resistance was encountered during the procedure. Based on all available information, the investigation concluded that the observed failures and the reported event were likely due to procedural factors such as, handling of the device, the technique of the user and the normal procedural difficulties encountered during the procedure which may have lmited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on may 23, 2019 that an ultraflex tracheobronchial covered distal release stent was to be used in the airway to treat a malignant stenosis and esophageal fistula during a stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was attempted to be deployed; however, the stent was not able to be fully released. The device was removed from the patient partially deployed. The procedure was completed with another ultraflex tracheobronchial stent. After the stent was removed from the patient, the physician noted that the deployed portion of the stent was bent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex tracheobronchial covered distal release stent was to be used in the airway to treat a malignant stenosis and esophageal fistula during a stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was attempted to be deployed; however, the stent was not able to be fully released. The device was removed from the patient partially deployed. The procedure was completed with another ultraflex tracheobronchial stent. After the stent was removed from the patient, the physician noted that the deployed portion of the stent was bent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.